Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the motor did not rotate, displaying an e5 error and liquid was coming out of the motor device. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was "broken". Reportedly, the device was marked for repair with no additional information. The reporter could not clarify if the device was used in surgery and stated he ¿thinks the event occurred during surgery¿. It was unknown to the reporter if there were any delays in a surgical procedure. The reporter indicated that two spare devices were available for use. No injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.